Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up with the customer, it was reported that the ribbon cable was reseated, and the touchscreen was calibrated. The customer's issue was then resolved.